Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported sparking at the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. One cardiomems patient electronic system was received for evaluation. Visual inspection of returned material revealed functional damage to the power extension cable in the form of the dc jack connector partially broken off from the pvc overmold. Exposed broken internal wires were visible from this damaged area of the power extension cable. No visible damage was observed on any other returned cables and cords associated with power connections. No other discrepancies or discernible damage besides normal wear and tear could be identified on the returned material. No blown components, burnt areas, or any other residual effects that could have been associated with a power malfunction or sparks were observed. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. Manipulation of cables and cords for power at various areas while the unit was powered on produced no intermittent malfunctions or deficiencies. Sparks were never encountered when the unit was powered on. Unit went through diagnostic testing without any power malfunctions. Root cause of the unit producing spark concluded to be a damaged power extension cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.